Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. No unexpected bolus reminder during testing noted. No unexpected alarm clear anomalies noted. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump gave a bolus reminder which could not be cleared for three minutes and then it alarmed button error. Blood glucose value is unknown. The customer was advised to discontinue the use of the device and revert to a backup plan and contact the local office for a replacement.